Event description:
This event involved a patient who experienced inadequate power charge and power source change in the controller earlier than expected 4 months after heartware lvad implantation. The issue was identified by the vad technician. The batteries, controller and battery charger were removed from the patient and replaced. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The devices has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. The battery charger revealed a connector damage. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of five reports (3007042319-2013-00231, 00232, 00233, 00234 and 235) submitted for devices related to the same event.

Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of five reports (3007042319-2013-00231, 00232, 00233, 00234 and 00235) submitted for devices related to the same event.